Manufacturer narrative:
The patient sample was collected in a 4 ml edta vacutainer tube and it was less than 24 hours old and stored refrigerated post analysis. Controls were run before and after this event and all recovered within specification. The instrument is currently performing within specification. Per customer, variant lymph and left shift sensitivities were set to high sensitivity and imm granulocytes was set to medium sensitivity. The customer have since changed the flagging level for imm granulocytes to high sensitivity. There was no service dispatched for this event. Raw data has been received and pending analysis. The root cause for the missing blast flagging is unknown. Per labeling, beckman coulter does not claim to identify every abnormality in samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. The following mdrs are being submitted for this issue from this account: unicel dxh 800 coulter cellular analysis systems (sn (B)(4)): 1061932-2013-00963, 1061932-2013-00965. Unicel dxh 800 coulter cellular analysis systems (sn (B)(4)): 1061932-2013-00964.

Manufacturer narrative:
Beckman coulter is providing an additional information for MDR #: 1061932-2013-00963. Based on raw data analysis, the sample provided has 25% blasts. Failure mode can be attributed to the algorithm did not set blast flags for fresh sample runs on dxh 800 2 instrument as the sample runs show elongated and overlapping monocyte and lymphocyte populations. But, they were not significant enough for the algorithm to set flags.

Event description:
The customer reported to beckman coulter (bec) that their unicel dxh 800 coulter cellular analysis system (sn (B)(4)) did not provide blast suspect messages for a single patient diagnosed with an acute leukemia when 25% blasts were seen on the manual film. This report is for the sample tested on (B)(6) 2013. The patient sample was re-tested on the next day on another dxh 800 analyzer, sn (B)(4), and suspect messages mo blast, left shift and imm granulocytes were generated. The erroneous results were reported out of the laboratory. There was no death or injury associated with this complaint. Clarification of patient treatment attributed to this issue (if any) has been requested and pending response from the customer.